Manufacturer narrative:
Preanalytical sample handling information was not supplied. Customer stated that the qc following this event was within specifications. Customer declined service stating that they did not believe this event was instrument related, and that the instrument was performing within specifications. No additional information regarding this event was provided. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accutni) results from two(2) patient samples that were generated by the synchron lx I 725 clinical system. Per customer, the initial accutni results for the two patients were around 4ng/ml and repeated within normal range. The erroneous results were reported outside of the laboratory. The actual results were not provided. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.